Event description:
It was reported that the user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, which was traced to the sensor being paired to a dexcom receiver instead of the pump; the user was instructed to power off the receiver and pair the sensor to the pump, the pump entered pairing mode, and the user was advised of the pairing period. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no need for medical intervention. User support included technical troubleshooting and user education to resolve the communication issue. Investigation of this case revealed a communication disruption due to conflicting pairings, which was addressed by removing the competing connection and initiating proper pairing between the sensor and the pump. It was concluded, based on previously established findings for similar reports, that the cause was user-device setup and connectivity workflow limitations.

Manufacturer narrative:
Initial.